Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical products - unknown rotating hinge knee tibial tray unknown rotating hinge knee femoral multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04027 and 0001822565-2018-04028. Reported event was confirmed by review of x-rays. Review of the x-ray reports state that right knee demonstrates a loose hinge pin mechanism involving both femoral and tibial component with possible dislocation. There is femoral notching present. Lucency was seen at the bone cement interface of femoral component and surrounding the bone cement interface of the anterior and posterior tibial component. Tiny metallic fragments are seen within hoffa's fat, possibly evidence of metallosis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date - 2012. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was not returned by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial total knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately six years post-implantation due to the hinge pin becoming loose. The hinge mechanism was removed and replaced. Attempts have been made and no further information has been provided.